Manufacturer narrative:
Initial reporters phone number is (B)(6). Reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure during fixation, the retaining clip on the burr hole cover (bhc) fractured into two pieces preventing proper use. The broken bhc was replaced with a new one and the procedure was completely successfully. Boston scientific was unable to confirm if the two broken pieces of the bhc were retrieved from patients body. Additional information was received indicating that the broken retaining clip pieces were remove from the patients body before replacement.